Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. H3, h6: no sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
It was reported that a patient approximately 4 weeks status post distal femur plating procedure, returned to the surgeon complaining of pain. Clinical exam and x-ray revealed a broken plate, and potential non-union of the femur. Patient was returned to the operating room on (B)(6) 2012, where surgeon removed plate, and 12 unknown intact screws. In addition there were 3 more unknown screws that broke when the plate was removed. The heads of the screws broke off, but the 3 screw shafts remain in the patient. Patient was revised to another plate and screws. This is 2 of 4 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This report is for an unknown screw. This is report 2 of 4 for complaint (B)(4).